Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. No rewind or prime or fill anomalies noted during testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No failed battery test alerts or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump went blank. It was reported that the insulin pump had rejected new batteries, no delivery alarms, prime or rewind more than once, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.